Event description:
Boston scientific received information that a latitude alert was observed for an increased right atrial (ra) impedance greater than 2,000 ohms. All other ra impedance measurements were observed to measured at 600 ohms to 800 ohms. Technical services discussed testing recommendations. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Additional information was received that the patient implanted with this device system was presented to the clinic for a routine follow up appointment. Upon device interrogation, it was noted that current non-bsc ra impedance measurements were 1,700 ohms, up from 500 at implant. The previously reported out of range measurement greater than 2,000 was noted, along with increased pacing threshold measurements at 3 at 0.5ms, from less than 1 v at implant. Sensing was reportedly stable and within acceptable limits. No noise was observed on the ra lead. The device was programmed to vvi 50. Additionally, the ra channel and one button detection enhancements were programmed off. At this time, the physician elected not to perform an invasive procedure. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.